Event description:
It was observed that during the device evaluation, the subject device exhibited image failure, and the image cannot be displayed. Additionally the cable unit is twisted. There was no patient involvement.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: because cable unit is twisted, the endoscopic image cannot be displayed and cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.